Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 e/p-pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova service representative was dispatched to the facility to investigate. The service representative replaced the complete e/p-pack. The faulty device has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the user was unable to change the pump set-up of the s5 system during maintenance. The system was powered off and back on and all indications were shown in english and nothing was displayed on the system panel. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 e/p-pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). According to inspector the reported issue could be reproduced and confirmed and was caused by a can-bus time out. This again was caused by a defect in the socket no. 7, where the pumps and the system panel are connected. The e/p-pack was repaired and tested for performance. A successful technical safety inspection and the device have been returned to the customer.